Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation nor has the service engineer evaluated the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use at home the ht70 ventilator has suddenly generated an system error and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Correction to section h6 patient codes, evaluation codes method, result and conclusion. Device evaluation summary: service personnel (sp) inspected the ventilator and unable to duplicate the reported error. However, sp reported finding an error in the event logs and replaced the main control board. One main control board was returned to medtronic for further analysis. A visual inspection of the returned board shows both the crypto chip (u127) and capacitor c25 were observed to be partially dislodged. The board was installed into the failure investigation test ventilator and it successfully passed all tests and calibrations. Throughout the duration of ventilation, the device continued to operate without issuing an error. The reported symptom could not be duplicated, but a different symptom of two components dislodged from the main board was observed. The investigation found the device to function normally. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.